Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric and 90% stenosed mid left anterior descending artery. The lesion was pre-dilated with a non-abbott balloon catheter. A 2.75 x 12 mm nc trek balloon catheter was being used for further pre-dilatation when the balloon ruptured at 10 atmospheres. The balloon catheter was removed and a new nc trek was used for pre-dilatation. The procedure was successfully completed by implanting a xience xpedition stent. All significant available information has been received. No additional requests for information are needed. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned device confirmed a longitudinal rupture in the balloon extending 9mm. A review of the electronic lot history record (elhr) for the manufacturing of the reported lot revealed no associated nonconforming material records (ncmrs) related to balloon ruptures, indicating all lot release testing met acceptance specifications. A query of the complaint handling database for the reported lot revealed no other similar incidents of balloon ruptures. While a search of the lot history record for this specific lot indicated no related non-conformance records, based on an expanded investigation, the issue is possibly related to handling of the device during manufacturing. This type of reported complaint will continue to be monitored per local quality procedures.